Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer hospitalized for high blood glucose. Details of the customer's hospitalization were not recorded. The customer's current blood glucose at the time of the call was 329 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was helped with trouble shooting his insulin pump and was walked though the priming process with a new infusion set. The customer's insulin pump now works as it was designed to. The customer was advised to monitor his insulin pump for any future issues. No further information was provided.